Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Faulty downstream sensor was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly when cassette or administration set was attached. It was also reported that the downstream occlusion (dso) sensor had slight bubbling. No patient was involved in this event. No adverse effects were reported.